Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer also stated that after changing the set for four (4) times the insulin flow block alarm was recurring. Customer blood glucose was 319 mg/dl. Customer was treated with manual injections for high blood glucose. The insulin pump will not be return for further analysis.